Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging that her fiancé¿s onetouch ultra mini meter was reading inaccurately compared to his feelings/normal results. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter was not able to confirm when the product issue began, but it stated it had been going on for a long time. The reporter stated that around 11 am on (B)(6) 2018 the patient obtained a blood glucose reading of ¿120 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes, with a combination of medication: 25 units of lantus in the morning, humalog, 8 units of at breakfast, 6 units at lunch, 8 units at supper, and 8 units at bedtime and a sliding scale dose 4 times per day. The reporter stated that the patient made no changes to his normal diabetes management in response to the alleged issue, and therefor took his normal dose of medication (including sliding scale). The reporter reported that, after the product issue (time unknown), the patient developed symptoms of ¿diabetic seizure¿. In response to the symptoms, the reporter called the paramedics, who arrived around 6.30 pm, and transferred the patient to the emergency room, where he was treated with ¿sugar water, glucose gel, and IV fluids¿. The reporter stated that on (B)(6) 2018, at 10.30 pm, in the emergency room, the patient obtained a blood glucose result of ¿137 mg/dl¿ on the subject meter and ¿101 mg/dl¿ on the emergency room¿s meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly, and were within expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and required medical treatment, after taking insulin based on alleged inaccurate result obtained with the subject meter, and the alleged meter issue could not be ruled out as a cause or contributor to the event.